Manufacturer narrative:
Correction:(last name, prefix), (name, email), (phone #), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy procedure and after loading of the staples, the device was unable to be fired, handle was unable to be squeezed even when the green button was pressed. A new device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy procedure, the device was unable to be fired, handle was unable to be squeezed even when the green button was pressed. A new device was used in order to complete the case. No patient injury.